Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 187 and 239 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 187 mg/dl and 239 mg/dl. The product is not stored according to specification, product is stores in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is 3 weeks ago at time of call. The meter memory was reviewed for previous test result history: the 209mg/dl (B)(6) 2016 04:53 am fasting: yes, the 187mg/dl (B)(6) 2016 04:54 am fasting: yes, the 193mg/dl (B)(6) 2016 04:55 am fasting: yes, the 187mg/dl (B)(6) 2016 08:36 am fasting: no, the 239mg/dl (B)(6) 2016 08:42 am fasting: no. Memory concerns: 239mg/dl.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 187 and 239 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 187 mg/dl and 239 mg/dl. The product is not stored according to specification, product is stores in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is 3 weeks ago at time of call. The meter memory was reviewed for previous test result history: (B)(6).